Event description:
As a precautionary measure, co is reporting this incident as an MDR. During a breast augmentation procedure, while the doctor was working on the second side, the dissecting cannula was accidentally inserted in the intercostal space. Procedure was completed and patient was sent to the hospital for overnight observation. No complications were observed and pt was released the next day with a chest tube.